Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular lead displayed a variation in impedance, high impedance, v-v intervals, and was possibly fractured. The lead was capped, replaced, and no patient complications have been reported as a result of this event.